Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-37, batch 1392110 was received for investigation. Visual inspection identified breakage at the distal tip of the returned ar-8737-37. The fragment generated during the event was not returned for analysis. As the hex feature had been compromised, the dimensions of this feature could not be accurately assessed. However, the distal driver shaft width was measured using digital micrometer ID: 224 and met design specifications. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a revision surgery hardware removal foot procedure the driver tip broke off while trying to remove the screw. The tip was retrieved and the driver was replaced but the same event occurred. Once again the tip was retrieved. The surgeon used a vice grip to back the screw and the procedure was completed with no further issues. The patient is fine to date.